Event description:
It was reported by the clinician that the balloon was prepped, then inserted into the sheath. However, the balloon became stuck inside the sheath and as a result, both catheter and sheath were exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.